Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for transmitter failure. No additional patient or event information is available. Data was provided for evaluation. The reported receiver error message for transmitter failure was confirmed via data. A root cause could not be determined.